Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy it was reported that during an unscheduled clinic or office visit on (B)(6) 2020, the patient reported a change of efficacy. The device not working well for urge urinary incontinence (uui) so will try combination of reprogramming and botox injection therapy. The interstim is working well for bowels/fecal incontinence but not working well for bladder/urgency incontinence. Having increase enuresis and daily uui. The issue is resolved without sequelae on (B)(6) 2021.